Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon noted decreased effectiveness of the vessel sealer. Multiple applications were required to achieve adequate sealing. The procedure was completed without patient harm. Intuitive surgical, inc. (Isi) received user facility report 0301190000-2026-8011 stating: "during a robotic hysterectomy, the ob surgeon noted decreased effectiveness of the vessel sealer. Multiple applications were required to achieve adequate sealing. The procedure was completed without patient harm."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image confirms the device packaging label. Root cause of the failure mode cannot be confirmed without the returned device.